Event description:
The customer reported to philips healthcare, "no backup from battery." There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.